Event description:
The customer claims that a pt diagnosed with nph (normal pressure hydrocephalus) and had an osvii valve implanted in 2004. Initially improved condition, and then symptoms appeared such as headaches, seizures, ventricles decreased in size, and a subdural hematoma. Dr. Replaced the osvii with a codman programmable valve. His observation of the valve is that it is hyperfunctioning and overdraining csf. Upon removal the fluid flowed freely and there is no evidence of obstruction. The pt required the valve revision to correct the symptoms. The pt is now discharged with an improved neurological state.